Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device would not fire on the first firing. The device did not deliver any staples or a cut line. It is unknown what color cartridge was being used. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one ple60a device was received for analysis with one ecr60g cartridge loaded in the device. The returned cartridge was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. The instrument was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The device fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.